Event description:
It was reported that one week post implant the right atrial (ra) lead had high impedance and high threshold. The pocket was reopened and the ra lead tested within normal limits with the analyzer. The ra lead was reconnected to the device and had normal impedance and threshold. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.